Event description:
Customer reported that the sensors were giving inaccurate readings. The blood glucose reading was 55 mg/dl. It was discovered that customer does not follow proper procedure. Customer was advised on insertion technique and site location. She reported that when she took out a sensor the day prior, she was left with a bruise and pain at the site. It was found that the senosrs were not expired. Customer stated she was calibrating the blood glucose measurement when she saw trending arrows. She reported that when the blood glucose reading was 55 mg/dl, the sensor glucose reading was 190 mg/dl. She reported that she treated based on the sensor reading and caused a low blood glucose. She was unable to upload her information to carelink. At this time, the customer's blood glucose reading was 147 mg/dl. She also reported receiving calibration error alerts. She stated that there was no entry of an incorrect blood glucose reading and no delayed entry. Nothing further was reported.

Manufacturer narrative:
Two opened and used sensors were inspected and a bicarbonate buffer test was performed. One of the two sensors failed due to low readings. The other sensor passed per specification with accurate readings. No insertion complaint could be confirmed because no needle was returned. Both sensor cannulas were found bent.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.